Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that bipolar lead impedance warnings were alerted on the right atrial (ra) and right ventricular (rv) leads. High thresholds and a polarity switch were also noted on the rv lead. The rv lead was revised and both leads remain in use. No patient complications have been reported as a result of this event.